Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that a piece broke off from the reservoir compartment. The customer's mother stated that the insulin pump was dropped. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that they had to tape the reservoir in place to get it to work. The customer's mother was advised that the insulin pump will need to be replaced. The customer's mother was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.